Manufacturer narrative:
Batch review performed on 21 december 2018. Lot 163848: (B)(4) items manufactured and released on 26 july 2016. Expiration date: 2021-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on december 20, 2018. Revision surgery due to femoral fracture occurred 2 years after primary total hip arthroplasty. The fracture occurred during activities of daily living. No information on patient age and general health status is available. No conclusion can be drawn, but there is no reason to suspect a faulty device.

Event description:
The patient came in (1 year and 11 months after primary surgery) complaining of pain caused by a periprosthetic femur fracture, no trauma reported. The surgeon revised the head, stem and liner.